Manufacturer narrative:
Date of event: exact date unknown, event started to happen after the last revision. Additional suspect medical device component involved in the event: product family: scs- paddle leads, upn: m365sc8336700, model: sc- 8336-70, serial: (B)(4), batch: 20934718.

Event description:
It was reported that the patient had a methicillin-resistant staphylococcus aureus infection (mrsa) in the ipg pocket. The symptom included draining in the pocket site. The patient is on antibiotics. The patient underwent an explant procedure of the entire system and was doing well postoperatively. The explanted ipg and paddle lead were discarded.